Event description:
I have smooth saline implants under muscle which were told to be safe by surgeon. I have had many symptoms which are ongoing at time as I'm waiting on surgery date to explant. I never dreamed this would basically take my life. Being a mom to 3 kids that I absolutely have no energy for is horrible. Multiple doctors to figure out the chronic fatigue, stomach issues, joint pain, daily headaches, depression, mood swings, cystic acne, trouble sleeping, brain fog, etc. The health issues continue. Everyday I'm dealing with something and it's horrific and only gets worse each day. Doctors have blew me off, basically said I'm crazy but I know my body. I have a very high pain tolerance and this has about taken me out. It's sad to hear your kids ask you to play with them and you have no energy to do it or in so much pain you physically can not. I never knew or heard about breast implant illness and am so thankful I recently found it as I had given up all hope and just prayed for answers as all I wanted to do was stay in a room alone and talk to no one. My implants were done in 2006 as I did not like how my breast were after childbirth. I went in to discuss a lift but after doctor showed me pics of what would happen during surgery and incisions he would have to make. He told me I needed volume up top and that could be done with small saline implants under muscle. These were safe and if by chance they did leak, they was just a water base with antibiotics in them so they wouldn't harm me. They have harmed me for many years and with issues many never thought to be associated with implants. These health issues that myself and many others are experiencing are no joke and shouldn't be taken lightly as we have lost the ability to function properly and enjoy life. We paid to have these place in our bodies for many different reasons and in turn have to pay to take them out because they are killing us and people don't want to acknowledge this is the reason we are so sick so insurance refuses to help. This is unfair as many don't have the money to have them removed and yet were told they are safe. Ths is misleading in many ways as there are more days that not that many of us just want it to end because of how bad we feel and how we are unable to love and enjoying life with our families the way we should be able to. Believe me if this was your mother, child, love one, you would see them slowly dying before you and would give anything to help them out. That's all we want is help. To get better and to help others that are having the same issues and are told by multiple doctors that they have no clue why they are as sick and in pain as they claim to be. Many prayer for all who are or have experienced this and to those who are investigating or speaking out on our behalf to help others not go through what we have. Please let our voices be heard.